Event description:
The customer reported a loss of connection between the bedside and central station for approximately 27 minutes. The pt expired.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.